Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 500 mg/dl. Customer blood glucose value before hospitalization was over 600 mg/dl and current blood glucose value was over 300 mg/dl. The customer experienced symptoms such as vomiting, stomach pain and chest pain. Customer did not allege the insulin pump was under delivery of insulin and also stated that drive support cap was normal. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.